Manufacturer narrative:
Unable to perform the displacement. Pump received with cracked and bleeding lcd glass, cracked case from display window corner and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Event description:
Information received by medtronic indicated that the left side of the insulin pump's screen was cracked. Customer reported cosmetic damaged to the insulin pump. The retainer ring had no physical damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.